Event description:
Foley urinary cath placed (B)(6) at 1725 for 1100ml urine. Indwelling catheter leaking from clear round port below sampling port. Provider notified and catheter to remain in, but collection tubing and bag changed to resolve leaking.